Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Event confirmation status: 1 evaluation is still in progress. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device was reported to have run-on. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
Supplemental rationale corrected data: 1 event was previously reported during the reporting quarter; however:  - 1 event was reported in error. - 0 previously reported events are included in this follow-up record. Event reported in this record in error

Event description:
This report summarizes <noe> 0 </noe> malfunction event in which the device was reported to have run-on.